Event description:
Reportedly, the device was explanted after an implant duration of 92.63 months due to aortic regurgitation. Per the operative report, "all the commissures of the prosthetic valve had calcifications, starting at the top of the commissure on all three of them. The noncoronary leaflet was torn at the end of the calcification for about 4mm at the junction of the noncoronary and left coronary leaflet, and this was the central leak in the aorta. There was no paravalvular leak at all. Noncoronary leaflet did not come in the center as was visualized on the echocardiogram.." Per the pathology report gross description, "there is minimal amount of what appears to be atherosclerotic plaque on all tissue valves."

Manufacturer narrative:
Method: device evaluation anticipated, but not yet begun. Conclusion: device evaluation anticipated but not begun. Additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Evaluation summary: as received, leaflet 1 is partially in an open position. Swollen and thickened tissue is noted at opposite commissures of leaflet 1. Similar characteristics of swollen and thickened tissue is also detected along the attachment of leaflets 2 and 3. The valve exhibits a cut in the free margins of leaflets 1 and 3 at commissure 1. The cuts measure to approximately 3mm in leaflet 1 and 8mm in leaflet 3. Thrombus like deposits are noted in the cusp area of leaflet 2. Tear drop like in shape disruption that are beveled at the outflow aspect, is evident in the cusp area of leaflet 1. The characteristic of such disruption are typical to those caused by a suture tail abrasion. The wireform is exposed at the outflow aspect due to cuts in the sewing fabric. Calcification is minimal to moderate in the cusp are of leaflet 3. Host tissue overgrowth is minimal to moderate at the stent inflow. Method: x-ray. Additional manufacturer narrative: calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. Overall, the investigation reveals nothing to indicate a quality deficiency during the manufacture of the device that may have contributed to this event.